Event description:
It was reported that the patient experienced a loss of therapeutic effect noted as an increase in baseline pain following some form of trauma (details were not provided). The patient had a large "bulge" in his back and believed that the lead had moved out of position. Further information received indicated that the patient was to schedule an appointment with their healthcare professional for follow-up. Additional information was requested for further treatments, interventions, and outcome for the event. A follow-up report will be sent if information is obtained. (B)(6) 2011 email from rep: "I've spoken with the patient. His immediate problem is that he does not have a doctor who will accept his insurance. I've given him a name, a doctor he has seen in the past, and he will call to schedule an appt. We will see him and reprogram his stim."

Event description:
Follow up information received clarified that the lead had not moved from its original placement position per x-ray. Impedance measurements were all within normal range. No device malfunctions were reported. The patient's therapy was reported as not changed and were covering their painful areas as usual. It was noted that the therapy "intensities" did vary with positional changes and that the patient was not using the ins system due to the varying and unpredictable changes in these "intensities". The patient was considering a replacement with other ins device model options.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).